Event description:
It was reported that during a two stent graft placement procedure to treat an advance endovascular aneurysm repair (evar) case in the aorta, renal artery, during an unrelated occurrence during the procedure, the health care provider needed to pull back on the introducer sheath and the delivery system together as one unit with the delivery system still in the introducer sheath. It was further reported that the delivery system was then being reintroduce again through the introducer sheath when the stent graft allegedly dislodged from the balloon catheter within the introducer sheath. Therefore, the catheter, the stent graft, and the introducer sheath were removed from the patient successfully. Reportedly, the device was then exchanged for another to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the result of the investigation is confirmed for the reported stent dislodgment issue. The sample was not returned for evaluation. The definitive root cause for the reported stent dislodgment issue could not be determined based upon available information. The event description states that the lifestream device was being used in a two stent graft placement procedure to treat an advance endovascular aneurysm repair (evar) case in the aorta, renal artery. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. It is unknown if patient factors or handling techniques were factors in the reported issue. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream device was being used in a two stent graft placement procedure to treat an advance endovascular aneurysm repair (evar) case in the aorta, renal artery. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries (section b indication for use). The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified in d2 and g5.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a two stent graft placement procedure to treat an advance endovascular aneurysm repair (evar) case in the aorta, renal artery, as the health care provided repositioned the balloon expandable vascular covered stent graft delivery system, the stent graft allegedly dislodged from the balloon catheter within the introducer sheath. Reportedly, the catheter and the stent graft were removed from the patient without complications, and another device was used to complete the procedure. There was no reported patient injury.